Event description:
Deflation difficulty encountered during product analysis. The report received indicated that during a coronary procedure, the balloon could not be inflated. The indeflator kept the pressure under fluoro only the marker bands were visible. The device was removed from the patient, prepped and readvanced without any difficulty then a maximum pressure of 8 atmospheres was applied but nothing occurred; the balloon did not respond to the inflation pressure. The physician exchanged the balloon and successfully completed the procedure, treatment in the left anterior descending. There was no injury to the patient. Further information indicated that the contrast to saline ratio used during the procedure was 50:50. There were no anomalies noted in the device or any difficulties removing the device from its packaging components. The product was returned for evaluation; functional analysis of the unit revealed that delation of the balloon was hardly possible and only achieved when the proximal balloon seal was manipulated.

Manufacturer narrative:
During a coronary intervention, a firestar ptca balloon catheter would not inflate. The device was removed without difficulty and no patient injury occurred. As reported, no anomalies were noted on the product prior to use and it had prepped normally. The contrast to saline ration in the inflation medium was 50:50. Vessel/lesion characteristics were not provided. A clinically used 2.5/20mm firestar ptca balloon catheter was returned for analysis. Residuals of crystallized inflation medium were observed inside the balloon and the inflation lumen. After the residuals of crystallized inflation medium were dissolved out of the inflation lumen, the catheter was connected to an in-deflator to inflate the balloon. However, difficulties were experienced during inflation of the balloon. The balloon could only be inflated when the device was pressurized above the 6 atm. Deflation of the balloon was hardly possible and only when the proximal balloon seal was manually manipulated. The inflation medium used for function testing is a mixture (50/50) of water and contrast medium (renocal 76). A longitudinal section analysis of the proximal balloon seal area revealed a step of outer body material close to the distal end of the outer body. The step of outer body material caused a decreased inner diameter of the outer body. Due to the decreased inner diameter of the outer body, the inflation lumen at this area was also decreased, causing the inflation and deflation difficulties. A device history records review was performed and showed that the involved lots of products met all requirements per the applicable manufacturing quality plan. The complaint was confirmed as related to the manufacturing process. Based on reports of deflation difficulties encountered with the firestar ptca balloon catheter, cordis corporation has initiated a worldwide voluntary recall for all distributed lots.